Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) found a loose and dirty connection to the emergency stop switch (e-stop). This caused a power loss to the e-stop that prevented the table locks from engaging. The fe tightened and cleaned the connection and verified that the table locks were performing according to specifications.